Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's knobs were not uncoiling. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end cover was burned, white residue in the air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, it was determined that the knob was not functioning as intended and the lack of uncoiling was likely due to low angulation and play in the angulation knob mechanism. The most likely cause of the burned cover was due to component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.